Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the phenomenon is presumed to be the failure of the main board. Since 10 years and 5 months have passed since the manufacture, it is presumed that the cause of the main board failure is normal aging. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during receipt inspection of the subject device, the response of the start/stop button is poor. There was no report of patient injury associated with the event.